Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath on the ra lead, lead on lead binding was encountered, but successfully cleared. However, progress stalled on the ra, thus the rv lead was targeted with a spectranetics 16f glidelight, along with a spectranetics large visisheath dilator sheath. Significant calcification prevented advancement, so the decision was made to return to the ra lead, and the lead was able to be removed. Switching back to the rv lead with the 16f glidelight, along with the large visisheath, slow progress was made past the proximal and distal coil of the lead, but unable to reach all the way to the tip. With traction from the lld ez, the rv lead was freed, along with a large clot. The patient's blood pressure dropped rapidly and a pericardial effusion was detected. Rescue efforts began, including pericardiocentesis, CPR and sternotomy; however, despite aggressive efforts, the tear was too extensive to repair successfully. The patient did not survive the procedure. This report captures the lld ez device in use when the suspected rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.